Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the transfer set was loose during use. This was noticed at the patient¿s home and when they visited the hospital, a nurse confirmed that the twist clamp was loose when closing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Visual and functional testing performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.